Event description:
Initial report rec'd via phone on 10/2001: a rptr called concerning their pt who experienced extreme pain after receiving one shot of hyalgan (sodium hyaluronate) in both knees for osteoarthritis. The lot number was requested but was not known. Approx 6 hours after receiving the injection, the pt complained of "lots of pain" and needed to stand up. The orthopedist was called (name and number requested but not provided), who advised the pt to keep their legs elevated, perform ice therapy and take pain medication (not specified). Instructions were followed. At approx 4 am, the pt woke in excruciating pain and asked to be taken to the hosp. The pt's family member stated that the pt is a very active, non-complainer (runs the household and a ranch), who never needs help but needed help to get into the car on the morning that pt was taken to the hospital. The pt's family member also stated that the hospital nurse and physician (names requested but not provided) stated they did not know anything about hyalgan. Pt's orthopedist was called. The pt's orthopedist aspirated fluid from both knees and sent it for culture, which came back negative, 2 days later. Pt was in the hosp for 4 days and was discharged. To date, the pt's swelling has gone down, but pt is still in pain and is feeling depressed. Pt was given hydrocodone for the pain, which hasn't really worked. Pt will no longer be taking it. The pt did not wish to go back to orthopedist at first, but will be going back to him. Pt also has an appointment with their internist. Add'l info has been requested and will be provided when available. Add'l info was rec'd on 10/2001 via email: pt had hyalgan injections last week, and six hours later had a reaction that included major swelling of both knees, and excruciating knee pain. About ten hours later, pt was taken to the hosp by ambulance. Pt had about three days of intense pain and could not talk. After four days, pt is now home but is not feeling well at all... We of course are using antibiotics, pain meds and ice. The dr (orthopedic specialist) has told family member, and they have read at web site that an infection may have caused this reaction and therefore pt should continue to take antibiotics but, family member was told that all lab tests (from blood tests and from fluid taken from knees) showed that no infection was present. Certainly, they were not aware of any infection or illness prior to the dr's visit. Family member does not have copies of the lab tests so they cannot tell exactly what tests were done, but they are requesting copies so they will know more. "Pt had synvisc (hylan g-f 20) injections last year. There was no adverse reaction, and the shots helped knees minimally. Pt is very vigorous, healthy and bright. Arthritis and macular degeneration are pt's only health issues; otherwise pt is active and intelligent. Pt takes very few medications, and doesn't take the ones pt have. Pt has always avoided even aspirin: avoiding medications has been a major philosophy with pt. Pt certainly is an example that that is a healthy philosophy. At home pt is very quiet and melancholy, and when asked, says that this episode is going to make them unable to continue walking and that pt will never get over it. Pt also seems mildly, only mildly, confused (pt is just acting different from the usual as regards to memory and understanding), and family member wants to get pt off the antibiotic and pain medicine pt is taking, in case some substance is causing this. Family member is alarmed by pt's mindset and by pt's continued pain. Corrective treatment: hydrocodone, antibiotics and ice.